Event description:
It was reported that while attempting to bur the femur during a tka, a handpiece error showed up forcing it to re-register and home the handpiece. The handpiece would not home properly since the black stopper was separated from the cogwheel. A new handpiece was used and the case was successfully completed. Investigation results determined the black snap-lock nut was broken.

Manufacturer narrative:
The navio handpiece, used in treatment, was returned for further evaluation and a visual inspection was performed, which confirmed the reported event. The snap-lock nut was broken. The root cause of this issue was found to be a mechanical component failure. As part of corrective actions, a new and more robust design of the snaplock has been released. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during the release for distribution. A complaint history review found similar reports and this issue will continue to be monitored.